Manufacturer narrative:
The device was received with a critical pump error and pump error35 found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured. We were unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and the pump is unable to rewind. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.